Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify frozen screen, display anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer's blood glucose level was unknown. The customer reported that insulin pump suddenly started whistling and they cannot press anything. The customer reported that the time does not advance. Insulin pump screen was not completely blank. The customer was advised to revert to back up plan. The device will be returned for analysis.